Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator is giving alarm 388-no o2 dosing possible when unit powered on. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) h10: the suspect device has not been return for investigation. Log shows persistent alarms 271/388 indicate replacement of inspiration block. Calibration o2 concentration to two points performed. All work performed in accordance with bellavista 1000e service manual revision 01 2021-09. Performed est and performance check, all passed. Vent is operational according to its specs. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation but a vyaire field service representative(fsr) evaluated the device onsite. Root cause was determined due to defective o2 pressure regulator. As a resolution, vyaire ts initiated inspiration block replacement.